Manufacturer narrative:
H3: pending investigation. D10: a536080 300-01-13 - equinoxe, humeral stem primary, press fit 13mm a454269 320-06-46 - glenosphere 46mm a579799 320-10-00 - equinoxe reverse tray adapter plate tray +0 a591043 320-15-04 - rs glenoid plate r post aug, 8 deg, right a538272 320-15-05 - eq rev locking screw a560839 320-20-00 - eq reverse torque defining screw kit s450961 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm s450978 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm a111365 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm.

Event description:
It was reported that this 73 y/o patient's right shoulder was revised approximately 9 months post op. After xray it was determined the poly disassociated from the tray. They are not sure when the event occurred but the patient came to the doctors office with pain and clicking. The tray was removed and the glenosphere taken off to evaluate the stem and glenoid plate. Both were found to be well fixed. Then the surgeon trialed a 42+4 and found it to have excellent rom. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
The revision reported may have been due to disassembly. However, the reported disassembly could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. B3: corrected. D6: corrected. H6: corrected. Health effect, medical device, component, and investigation clinical codes.